Event description:
(B)(4). Event occurred in the united states. The patient reported that the infusion set tubing came apart at the site location. The patient stated that whenever it was put on and locked, it would not stay and it pulled out the insertion needle. The site location was patient's right abdomen and the pump was located to the right side in relation with the site. The infusion had been in use for a day and a half. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was stress or pull on the tubing as the clip broke and the pump was dropped with the set connected to the patient's body. No further information available.